Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the excessive heat and electrical discharge. A field service engineer replaced the flat flex cable in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure and device was not detected on bus. Customer tried to recover storage space, multiple pockets pop up on the screen for the particular station and drawer did not open. The user mentioned that due to the malfunction occurred there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.